Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7082656.

Event description:
It was reported that patients lead had impedances. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.